Event description:
Customer stated insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged no delivery/occlusion alarm - unknown timing, charge/battery lasts less than expected and failed batt test on 09-jan-2023. Unit passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed sleep current measurement test due to high current caused by moisture damage on the electronic assembly. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on 01/08/2023 at 18:51:00.000. The battery cap and battery tube were inspected and no anomalies noted. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. In further full review found "no delivery alarms" in the pump history on 01/04/2023 at 03:17:00.000 and at 03:27:00.000 during basal delivery. Additionally pump alarmed "no delivery alarms" on 01/05/2023 at 17:18:45.000, at 17:19:24.000, at 19:33:15.000, at 19:36:28.000, at 19:36:56.000, at 19:43:02.000, at 22:50:07.000 and at 22:50:27.000 during bolus. No ¿no delivery alarm¿ during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. No delivery/occlusion alarm - unknown timing and failed batt test were not confirmed during testing. Unexpected battery power loss and charge/battery lasts less than expected confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported random no-delivery alarms, the battery lasted less than seven days, and rejects new batteries. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.